Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited oversensing episodes due to either myopotentials or electromagnetic interference. Programming changes were made in (B)(6) 2020 however intermittent oversensing was still present. Programming changes were made again on (B)(6) 2020 with no oversensing episodes noted after the changes. There were no patient consequences.